Manufacturer narrative:
One (1) used/damaged side-cutting bur, medium tapered was returned to conmed for evaluation on 27-sep-2016. Visual inspection of the returned bur found the tip of the bur was broken near the etch marking and the broken portion was returned. Further evaluation by the r&d engineer found the crack initiation point is not at the safe line, so this does not appear to be related to the manufacturing process. The evaluation report further stated that tungsten carbide is a very brittle alloy, and it can fracture in certain conditions such as a cutting of a very hard substrate (tooth/bone) or using excessive force or side load. This lot with the UDI #(UDI) # (B)(4) was manufactured on 12-apr-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the reported bur tip breakage. Of the lot containing 200 units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device shows there have been a total of five (5) complaints with a quantity of seven (7) units received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating. Always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.

Event description:
The customer reported that during use of the 2 x 7.5mm sidecutting bur, medium tapered in an oral surgery (tooth extraction) procedure, the distal tip of the "bur broke off" of the shaft. As reported, the broken portion was immediately removed with no problems noted. The procedure went on with the use of another like-bur. Other than a 2-minute delay reported, the procedure was otherwise completed with no further complications or serious injury to the patient. This report is filed on the basis of potential injury with recurrence.